Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. The insulin pump passed all operating currents tested within the spec range and passed off no power test. The insulin pump was monitored and tested with no blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose at the time of the incident is unknown. The customer had called on (B)(6) 2017 to report a blank display which returned during troubleshooting and she was sent a battery cap replacement. The customer called back on (B)(6) 2017 and stated that the display went blank again and did not return with the new battery cap. It was advised to discontinue the use of the insulin pump and revert to a back-up plan. The customer called again on (B)(6) 2017 to report they had been off the insulin pump since (B)(6) 2017, reverted to manual injections and had high blood glucose when waking up on that day. Blood glucose value was 406 mg/dl. The insulin pump will be returned for analysis.